Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using ruby coil lps, an lp system detachment handle (handle) and a non-penumbra microcatheter. It was reported that the patient anatomy was tortuous. During the procedure, a ruby coil lp would not advance from its initial position within the introducer sheath, and therefore, the ruby coil lp was removed. Next, the physician advanced another ruby coil lp to the target location and attempted to detach it using the handle; however, the ruby coil lp failed to detach. The physician then tried detaching the coil manually, but the ruby coil lp still failed to detach. Subsequently, the physician decided to remove the microcatheter with the ruby coil lp inside. While retracting the microcatheter, the ruby coil lp unintentionally detached in the hepatic artery. A snare device was used to retrieve the coil; however, the coil could not be retrieved. The ruby coil lp was left in the hepatic artery. The procedure ended at this point. There was no report of an adverse effect to the patient.